Event description:
Elderly male with lvad implanted at a facility in another city. Prior to the patient moving to the area, the patient required a second pump due to the first pump clotting off due to a double disconnect by the patient. Several days after patient had expired three months later, that patient's family member had reported to this facility that his vad was alarming power disconnect, all connections were checked, however, alarms were still sounding, so the patient disconnected from the wall and connected a second battery, however the patient expired. Batteries from the patient were not returned to this facility so device identifiers are unknown. All equipment was returned to medtronic for testing.

Event description:
Elderly male with lvad implanted at a facility in another city. Prior to the patient moving to the area, the patient required a second pump due to the first pump clotting off due to a double disconnect by the patient. Several days after patient had expired three months later, that patient's family member had reported to this facility that his vad was alarming power disconnect, all connections were checked, however, alarms were still sounding, so the patient disconnected from the wall and connected a second battery, however the patient expired. Batteries from the patient were not returned to this facility so device identifiers are unknown. All equipment was returned to medtronic for testing.